Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with missing segments and a partial display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay, cracked reservoir tube lip, cracked retainer, cracked glass and scratched case in summary, customer allegation for display window cover damage or missing not confirmed. Missing segment/partial display confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump display window cover. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device returned.